Event description:
Healthcare professional reported left side rupture, swelling, deformed. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed on the device. Edema: unable to observe since it is a medical event and is not related to the device. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Black particle observed on the device. Crease fold observed on the device. Cloudy observed on the gel. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, swelling, deformed.

Event description:
Healthcare professional reported left side rupture, swelling, deformed. The device was explanted.